Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions on how to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, and they acknowledged and understood these instructions.